Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a shortened battery life. The reporter also alleged that there was moisture found in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/10/2016 with the following findings: a review of the pump¿s black box revealed evidence of a voltage drop resulting in a replace battery alarm. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. There was moisture contamination observed inside the battery compartment and on the underside of the battery cap. The current draws were within specification. A ¿battery life¿ issue was not duplicated during the investigation. A leak test showed a leak at the battery compartment cracked. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was found to be cracked. (B)(4).